Event description:
Lithotripsy machine malfunctioned. During use with pt "a", machine emitted loud sound and foul smell, but was functional. When used with pt "b", machine malfunctioned and stopped working.